Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr.(B)(6) and was expecting to implant a number 4 hipstar with 135 degree neck angle. (B)(4) when box was opened. Both layers of packaging were compromised. Implant was not sterile. Doctor had to then use high offset #4 hipstar. Dr. Was extremely upset that our packaging gave way and that he compromised patient care."